Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip ruptured after 30 seconds of vaporization. The fiber fragment was recovered, the device was removed and replaced. A second fiber was used to complete the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the alleged fiber tip break cannot be confirmed as the hene laser functional testing did not identify any break on the glass cap, or along the fiber body. There was no damage to the glass tip. The manufacturer has reviewed all information and determined that this event no longer meets reporting criteria for the device in question. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly, and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified no defects with the glass cap, or along the fiber body. The connector cone, segments, and tabs appear in good condition. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed no signs of breakage along the length of fiber. Investigation conclusion: the investigation is assigned a conclusion code of no problem detected. Analysis of the fiber did not identify any evidence that would contribute to the reported event. The following fields have been corrected: patient impact code (h6).

Event description:
It was reported that during a procedure the fiber tip ruptured after 30 seconds of vaporization. The fiber fragment was recovered, the device was removed and replaced. A second fiber was used to complete the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.